Event description:
It was reported via a poster presentation at the 113th annual meeting of the japanese urological association that a 79-year-old patient developed rectal inflammation following water vapor thermal therapy, during which three injections were administered to each lateral lobe. The patient experienced bloody stools the day of the procedure. A colonoscopy showed circumferential mucosal injury. Ischemic proctitis was confirmed through biopsy. It was noted that the patient's symptoms improved. The patient had antiplatelet therapy, contributing to the microcirculatory dysfunction. No device malfunction or performance issue was reported.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.